Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-dec-2025. Investigation summary: bd received 105 samples and 2 photos for investigation. Evaluation of 2 photos shows evidence of missing gel and air bubbles in the gel. Visual examination of the 105 returned samples was completed, and 5 tubes were found with gel air bubbles. Additionally, 100 retention samples did not show any instances of gel defects. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure modes gel airbubbles and incorrect gel quantity. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer sst ii advance, there was insufficient gel additive and gel air bubbles in 30 devices. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer sst ii advance, there was insufficient gel additive and gel air bubbles in 30 devices. No adverse impact was reported regarding the patients or user.